Event description:
It was reported that during a da vinci hysterectomy procedure arcing was observed through the tip cover accessory of the monopolar curved scissors instrument. No pt harm, adverse outcome or injury was reported. The following medwatch report listed below were also sent to the FDA as they relate to this event. #2955842-2007-00502

Manufacturer narrative:
The instrument tip cover accessory has not been returned for eval. A follow-up MDR will be submitted if the tip cover accessory is returned and failure analysis has been completed.